Event description:
I had rotator cuff repair surgery on (B)(6) 2011. About 7 days after surgery, I started a low grade fever, sweats, chills. I had emergency surgery on (B)(6) 2011. The patch had fallen in to pieces. I was put into the (B)(6) and treated by the infectious disease department. I was sent home with a PICC line to continue antibodies.